Event description:
It was reported that pt underwent knee procedure in (B)(6) approx 2 yrs ago that included a 5mm oxford bearing. Pt was revised in australia on (B)(6) 2010 due to a reported dislocation. Bearing was replaced with an oxford uni bearing 6mm. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as the cause of the event. No further complications have been reported. Expiration date - unk. Implant date - approx 2 yrs ago (exact date unk). MFR date - unk. (B)(4).